Event description:
The hcp reported that during a catheter dye study in 2008, the priming bolus was incorrectly performed. No patient symptoms were reported. The pump was used to deliver clonidine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.